Event description:
The manufacturer received information alleging a ventilator's lcd screen was black, the device was not in patient use. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was black. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.